Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01404. It was reported that the ro marker band could not be visualized during deployment. The 80% target lesion was located in the mildly tortuous and mildly calcified circumflex artery. Following pre-dilatation, a 2.75 x 28mm synergy ii stent was advanced to treat the lesion. The stent was successfully deployed; however, during deployment, the stent could not be visualized. After that a 2.75 x 38mm synergy ii stent was advanced to treat the left anterior descending artery. The stent was successfully deployed; however, the same issue occurred during deployment. The physician double checked everything and the stent still could not be visualized. A third stent was then deployed without any problems with visualizing and the procedure completed. No patient complications were reported and the patient's status was fine.